Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient was hospitalized on (B)(6) with dka. A review of the pump history indicated that the pump emitted an empty cartridge alarm at 1:01am on 3/12 and that the pump was primed 3.2 and 1.2 units at 4:22am and 4:39am. The primp history also shows a prime at 2pm of 1.2 units with a fill cannula of 1.0 unit. The patient's mother thinks that the patient may have given the primes and fill cannula thinking he was bolusing, because he got some candy out of the car. The patient was treated in the hospital via insulin drip. The patient was discharged from the hospital on (B)(6) with blood glucose levels in the high 200's mg/dl. This report is being made based on the allegation that the patient was hospitalized with dka related to no responding properly to an empty cartridge alarm and not priming the tubing adequately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the pump was used after the original complaint date (B)(4) 2012 and all histories and black box data have been overwritten and can no longer be accessed. Review of the available black box and alarm history show no errors or alarms related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification. Unrelated to this complaint, a pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration.